Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable inr results with a coaguchek inrange meter serial number (B)(4) compared to a laboratory using stago neoptimal method. On 20-oct-2020, the result from the meter was 6.7 inr and the result from the laboratory was 5.1 inr. On 26-oct-2020, the result from the meter was 5.5 inr and the result from the laboratory was 4.3 inr. The time between measurements was < 3 hours on both dates. The customers therapeutic range is 3.5-4.5 inr.